Event description:
On 1/6/95, a 67-yr-old female, who had undergone prior placement of pacemaker in 1989, presented to medical ctr diagnosed with sick sinus syndrome. She underwent surgery for removal of ventricular lead and pacemaker. The pt was discharged in stable condition.